Manufacturer narrative:
Investigation of this event is ongoing.

Event description:
As reported by our (B)(4) affiliate, during a transfemoral tavr procedure, after removal of a 14fr esheath it was noticed that the distal tip of the esheath had a small split. No resistance was felt and no vascular complication was observed. At the beginning of the procedure, it was attempted to insert a 14fr esheath from the left femoral artery while performing vasodilation with the balloon on severe calcified common iliac artery (cia). Even though balloon angioplasty was performed three times with an 8mm balloon, the 14fr esheath was caught near the cia/external iliac artery (eia) branch. Upon removal of the esheath, it was observed that the distal tip of the sheath had s small split. When the physician tried inserting a new 14fr esheath without performing balloon angioplasty from the other side (right femoral artery), the esheath was inserted smoothly and it was decided to continue with the procedure. There was no consequence to the patient. The left access vessel minimum luminal diameter (mld) measured 3.9mm with moderate calcification and mild tortuosity. There was half-to-full circumferential calcification noticed on the left cia-eia. The device was not returned for evaluation, as it was discarded by the facility.

Manufacturer narrative:
The esheath was not returned to edwards lifesciences for evaluation, as it was discarded at the facility. However, photographs of the esheath post-procedure were provided by the complaint site.  A photograph shows what appears to be a small split in the sheath shaft by the distal tip opening.  There appears to be scratches along the sheath shaft as well.  Additionally, a 3mensio image was provided showing the presence of calcification and tortuosity in the access vessels. The sheath distal tip split occurred via the left common iliac with a minimum luminal diameter of 3.7mm. A lot history review revealed no additional similar complaints. Review of complaint history from april 2017 to march 2018 for the edwards esheath (all 14f models) revealed the other similar returned complaints.  These complaints were confirmed, but no manufacturing non-conformances were identified during these devices evaluation. Available information suggests that patient and/or procedural factors may have caused or contributed to the events. As part of the manufacturing process the esheath devices are 100% inspected at component level, including visual inspections of the following: shaft for defects; crosslinking of hdpe and liner; strain relief for holes, tears or wrinkles; liner stress lines, presence of c-marker band; shaft for remnant lines, seam separation, and notches on the seam; sheath tip for string flash, smooth transition and damage; shaft delamination, soft tip hoes or tears, presence of scoring and proper scoring; shaft o.d., distal tip i.d., working length, coating and strain relief length. In addition, the lot underwent product verification (pv) testing on a sampling plan for visual inspection for any damage and post-expansion tip fragment verification. All product verification samples pulled from the lot met all inspection criteria. The inspections stated above support that it is unlikely a manufacturing non-conformance was the source of the complaint. The complaint for sheath distal tip - split was confirmed via photographs received. However, since the device was not returned, engineering was unable to perform any visual, function, or dimensional testing. Therefore, the presence of manufacturing nonconformance could not be determined. Review of lot history, device history records (DHR), manufacturing processes and complaint history provided no indication that a manufacturing non-conformance would have contributed to the reported events. It was reported that the esheath ¿caught near the common iliac artery/external iliac artery branch¿ during insertion via left access. Scratches along the sheath shaft (observed on the photographs received) are indicative of interaction with calcification and is the likely cause of the esheath catching onto the arteriotomy. Per training manual, degree of calcification, angle of insertion and vessel diameter can all affect the force required to insert the sheath into the patient. The patient was reported to have severe calcification in the access vessel. Imagery review also shows that the patient¿s minimum luminal diameter on the left access vessel was 3.7mm, which is below the indicated size of 5.5mm per IFU and procedural training manual. These patient factors likely contributed to higher push force required for sheath insertion causing the observed damage to distal end of the sheath.  As such, available information suggests that patient factors (i.e. Calcification and vessel size) likely contributed to the reported events. However, a definitive root cause could not be determined at this time.  A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  It should be noted that, in this case, the esheath was removed successfully with no harm to the patient. A new esheath was used for the rest of the procedure. No labeling or IFU/training inadequacies have been identified during this investigation. A review of complaint history revealed that the occurrence rate for the applicable trend category did not exceed the march 2018 control limits.  Therefore, no corrective or preventive actions are required at this time.